Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error was confirmed as channel error code 240.4150.0 (sensor broken high failure) through the log review. The issue is attributed to a malfunctioning upper (bottle) side pressure sensor. An external and internal inspection of the suspect pump module was performed, and no issues or anomalies were found that could have contributed to the reported event, except for the defective higher-pressure sensor. Functional testing was performed on the suspect pump module, and no problems or anomalies were found related to the reported event. The pressure sensor malfunction product analysis procedure (dir 10000360043) was performed on the suspect pump module. The analog sensor task displays sensor voltage with zero (0) load on the pressure sensor pad. The manufacturers voltage specification for fsa pressure sensors with zero (0) load is 1 volt ± 0.154 volts. It was found that the higher-pressure sensor of the suspect pump module was out of specification. A temporary replacement of the upper side pressure sensor was carried out on the device for testing purposes only. The asm analog sensor task was performed again using known good pressure sensor from dchu. The pressure sensors were found to be within specification. The suspect pump module s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). Functional testing was performed on the suspect pump module, and no problems or anomalies were found related to the reported event. After testing, the original pressure sensors were reinstalled. The facility reported a channel error code on 04jan2026 at 10:00 pm a review of the pcu and pump module error logs showed registered malfunction channel error code 240.4150.5 at 10:05 pm. On 04 january 2026, at 9:18 am, the event log review showed that the suspect pump module was attached to the concomitant pcu and powered on. At 9:54 pm, the pcu was powered on and connected to pump module 8100 s/n (B)(6) on channel b with drugid1 (suspected sodium chloride 0.9%). The infusion started at a rate of 3ml/h, vtbi of 40ml, and both pvi and svi at 0ml. Between 10:05 pm and 10:06 pm, channel error code 240.4150 registered, causing the infusion to stop. Key channel off was selected, and the pvi at that time was 0.54ml. Per the bd alaris channel error tipsheet: the bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facilitys biomed department. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error was identified as channel error code 240.4150.0 (sensor broken high failure). This issue is attributed to a malfunctioning upper (bottle) side pressure sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pump modules alarming "channel error" after starting keep vein open (kvo) infusion. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pump modules alarming "channel error" after starting keep vein open (kvo) infusion. There was patient involvement and no harm.